Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the implantable cardiac monitor (icm) had sensing issues before the device was removed from the box and the physician could not obtain and electrocardiogram (ECG) signal. The device was not used. No patient complications have been reported as a result of this event.